Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose was 40 mg/dl. Customer again checked the blood glucose and the blood glucose value was 62 mg/dl. Customer stated that the current blood glucose value was 85 mg/dl but the insulin pump was showing 40 mg/dl. Customer also complained the sensor received a change sensor. The product will return for analysis.